Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported that the battery was dead on charger and plugged into an ac outlet. This same problem for three years. The small tiny cord that provided was absurd. The charging unit was reading 1/2 power when constantly plugged in, it was completely blank at the time of the report. There was a bent connector. On (B)(6) 2015 the patient was upset that they had been sitting waiting for the package but nothing showed up on the morning of the report. It was later confirmed that the package had been delivered without signature required. On (B)(6) 2015 the patient indicated that they received the parts for the recharger and the recharger was working well but their implant would not charge past half. They were wondering why the coupling bars changed when they did not move. The patient was told that the device would last 6-8 years and that they "should before [they] have any problems." It was noted that the patient charged implant while sleeping and the implant would be charge. The patient indicated not using therapy much, they endured the pain and discomfort than utilizing the therapy. The patient was concerned that the implantable neurostimulator (ins) was only half charge. It was noted that the device did not provide relief after it turned off, it only "mass to provide stimulation relief while having the pain or discomfort." Their settings were never over 90 and use was low ant they used ice, heat and proper elevation and rest for their left arm and shoulder and use therapy minimally. The patient had only the therapy on for 4-6 hours in a month and had to charge 6-10 hours a month. The implantable neurostimulator (ins) was not charging past half way but was getting coupling bars. Other relevant medical history includes spinal pain and head/neck (non-malignant). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was not satisfied with how he had to recharge the battery, how uncomfortable it was to charge and the frequency of charging. The patient was also dissatisfied with the recharging belt. The dial provider was replaced and the charging was functioning fine. If additional information is received, a supplemental report will be sent.